Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient experienced a third motor stall on (B)(6) 2017 at around 12:30. The alarm "was only one time audible." A motor stall recovery occurred within "+/- 20 minutes." The patient was doing fine and did not experience any adverse events. The patient had oral baclofen in case the situation repeated itself. The hcp would discuss the next steps with the patient. No replacement surgery had been scheduled yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was implanted on (B)(6)2013. The first motor stall occurred on (B)(6)2017. The patient was receiving baclofen (500 mcg/ml at 64.01 mcg/day). The patient did not experience any symptoms. No contributing factors were identified. Every time when the pump is refilled, the logs would be read again to see if a motor stall has occurred. The patient would contact the medical team when they heard an alarm. No replacement was planned yet. Pump logs were provided. The first recorded stall occurred on (B)(6)2017 at 12:39, with a recovery the same date at 12:59. Another stall occurred on (B)(6)2017 at 12:32, with a recovery the same date at 12:50.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a patient had several motor stalls. All motor stalls resolved within an hour. The patient received extra oral medication to take when necessary. The patient did not want to replace the pump. The pump was manufactured prior to design changes implemented in 2016 that reduced the potential for motor stalls. There were no reported symptoms. No complications were reported.